Manufacturer narrative:
The lot complaint history was reviewed. The device history record shows that the product was released per specifications. One cassette with drain bag attached was returned and visually inspected; no obvious defects were observed. A full internal pressure leak test was performed on the cassette and no leakage was detected. Used labstock components to replace missing items and continue testing. A console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune successfully. The irrigation and aspiration pressure was within specification. No message code appeared on the screen. Fluid flowed from the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The reported event could not be replicated. The root cause of the customer's complaint could not be established; the returned sample met specifications and no leakage was detected. The system was examined and the reported event was replicated. The fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the fluid ingress of the fluidics module. However, how or when the module came in contact with the fluid cannot be determined conclusively. The manufacturer internal reference number is: 2015-118539

Manufacturer narrative:
(B)(4).

Event description:
Follow up information was received. It was informed that the procedure was completed at another surgery center.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported system message displayed, and a puddle of basic salt solution was found on the floor during a vitreoretinal surgery. The procedure was aborted and the patient was transferred to another facility to finish the eye surgery. Additional information and product sample have been requested for this case.